Event description:
A small piece of the sterilmed drill bit twist stainless steel broke off and lodged in the anterior aspect of the humerus. The fragment was left in place intentionally so as not to compromise the integrity of the proximal humerus or the humeral stem for the prosthesis